Event description:
Male patient with history of spinal cord stimulators; post-laminectomy syndrome since back injury several years ago and under went lumbar discectomy. One year post his first procedure, a lumbar fusion and later an adjacent level lumbar fusion complicated by a seroma leading to cauda equine. Patient has had chronic pain and had spinal cord stimulator placed three years later with good relief. Due to end-of-battery life, a new replacement was implanted this summer however less than one month later, patient had concerns of spinal cord stimulator dysfunction and/or infection due to wound breakdown and failure to heal. Patient treated with antibiotics and a stay in the ICU for hypotension & renal failure. Culture taken did not grow at that time. Patient presented 2 weeks later with a rash and worsening pain at the generator site, which is new. Course of action is to do an incision and drainage with spinal cord stimulator and distal leads removal. The cultures did not reveal any infection. He represented with increasing pain and pressure as well as redness at the side of the generator and developed a rash on the bactrim. We opted to leave the paddle if it did not appear grossly involved, trimmed the electrodes to avoid epidural scarring after removal of the paddle pad and replacement of the system. Attention was then turned to the generator pocket where the prior partially dehisced wound was opened. A cloudy reddish fluid under some pressure was released, this was cultured and 2 sets of cultures were sent from both sites. The generator was removed and the leads were attached to it. The IV antibiotics were then given. The wound was irrigated copiously with antibiotic solution and it was both sharply debrided the wound edges that had degenerated were trimmed back with a 15 blade. The incised pocket was roughed up with a cobb to remove any necrotic tissue. Hemostasis was achieved with electrocautery. Vancomycin powder was then placed in the incision and a 10 french round fenestrated drain was placed and tunneled laterally. The wound was then closed using vertical mattress sutures with nylon. The wound was dressed with bacitracin ointment and a sterile dressing. The patient tolerated the procedure well, was extubated, and taken to postanesthesia care unit in stable condition.